Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image was done by regulatory post market surveillance analyst and is consistent with the crack in cap tip. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a crack in the cap tip of a synchoseal instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
On 01/05/2024, the following additional information was obtained: the synchroseal was inspected prior to use with no damage noted. While in use, the instrument tip started to crack. The procedure was completed using the same synchroseal. After use, the synchroseal was inspected with no missing pieces identified. There were no fragments identified. The patient was visually inspected with no fragments found. The synchroseal was used normally with no functionality issues. There were no sparks, smoke, or thermal damage. The reporter was unsure how the cracks occurred. The reporter informed that there were no instrument collisions. The patient did not return with any post operative complications. There was no patient harm. The synchroseal had been disposed of and was not available for return. The reporter was unable to confirm the event date and device information.

Event description:
Refer to h10/h11 for follow-up information.